Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 100-120 mg/dl. The customer reverted to an alternate method of insulin therapy. However, a replacement pump was sent to the customer.